Event description:
Procedure type: lobectomy. According to the reporter: the jaws were misaligned and cutting was dull. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).